Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [(B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [serial (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. Temperature measurements 11 seconds after the start are as follows: test point (1): 81.8 degrees c, test point (2): 120.5 degrees c, test point (3): 41.0 degrees c, test point (4): 30.1 degrees c, the rise in temperature was so sudden that the test was concluded 11 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: a) nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed that the bearing retainer (ball retaining part) on the cartridge's rear side was broken. B) nakanishi took photographs of all of the disassembled parts and kept them in the investigation report (B)(4). C) nakanishi then replaced the broken bearing with a new bearing and measured the exothermic situation yet again. There was no abnormal rise in temperature during the 300-second-test period (see below). Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the broken bearing had been replaced. Test point (1): 39.4 degrees c, test point (2): 42.0 degrees c, test point (3): 36.5 degrees c, test point (4): 36.0 degrees c. Conclusions reached based on the investigation and analysis results: 1) nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearing due to the ingress of undesirable materials into the bearing. 2) a lack of maintenance causes the accumulation of debris on the inside parts, which causes debris ingress into the bearing during rotation. This contributes to the handpiece overheating. 3) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: 3.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. 3.2) nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance, as instructed in the operation manual.

Manufacturer narrative:
(B)(4). Exemption number e2016004.

Event description:
On july 13, 2018, nakanishi received an e-mail from a distributor ((B)(4)) about a handpiece overheating. Details are as follows. The event occurred on (B)(6) 2018. A dentist was performing a crown removal on a patient using the z95l handpiece (serial (B)(4)). The patient was under local anesthesia (1 carpule 4% articaine (1:100 kep) via buccal infiltration). No abnormality or malfunction was observed with the device prior to observance of injury. During the procedure, the dentist felt the handpiece heat up and stopped using it immediately. The patient reported feeling heat on the lower right labial mucosa. The dentist noticed an ovoid shaped 1.5 cm white burn on the lower right labial mucosa. The dentist administered oracort 0.01% for the patient burn. The dentist has followed up with the patient since occurrence of the injury and patient is healing normally.